Event description:
It was reported that she was having issues with two of her reservoirs. She stated the plunger came out and could not be screwed back in. The customer stated she threw both reservoirs away. Her blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).